Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The access accutni+3 reagent was not returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer. On site, the field engineer visually observed bubbles in the wash pump and dispense probes. The fse performed system optimization activities by proactively rebuilding the wash pump and replaced the wash valve. The fse did not make any definitive identification of the cause of this event. There is insufficient evidence of a hardware or system malfunction. Although a hardware malfunction may have contributed to this event, a definitive cause cannot be determined as system indicators have been passing specifications during this event.

Event description:
The customer reported obtaining false high troponin I (access accutni+3) results on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial (B)(4) for one patient. On (B)(6) 2017, an initial elevated access accutni+3 result of 0.19 ng/ml was generated for the patient. A repeat of the same sample resulted in a lower result of 0.02 ng/ml. A second sample from the same patient was drawn, was analyzed with a result of 0.64 ng/ml and was repeated with a lower result of <0.02 ng/ml. The elevated access accutni+3 results were reported outside of the laboratory and the patient was prescribed medication for myocardial infarction. There was no additional information provided and no additional change to patient treatment reported. System parameters such as calibration, quality controls (qcs) and system check were recovering within assay and system specifications on the event date. The samples were collected in a lithium heparin tubes and was centrifuged at 3500 revolutions per minute (rpm) for 5 minutes. The customer stated that the samples were normal in appearance. The samples were stored at room temperature prior to running and repeating and were not re-centrifuged prior to repeat testing. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer's performance.